Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twelve needles without packaging. The visual inspection of the opened samples noted twelve needles. One needle was received broken at the tip and three needles were bent near the tip upon microscopic inspection, instrument marks were observed near the break and bent sites. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the sixth stitch of suturing during laparoscopic total gastrectomy, the needle broke and fell into the patient¿s cavity. It was stated that the needle was retrieved and the surgical time was extended by more than 30 minutes. The procedure was completed with another device.